Event description:
Customer reported the 3rd & 4th connector pins look melted. Customer stated the device is cleaned with bleach. No treatment. A request was made for return product and replacement product was sent.